Manufacturer narrative:
Additional information provided in h.10 nine samples were not returned. There were six cases with a method code of device not returned (4114) there were six cases with a method code of analysis of production records (3331) there were three cases with a method code of type of investigation not yet determined (4118) there were six cases with a result code of no findings available (3221) there were three cases with a result code of results pending completion of investigation (3233) there were six cases with a conclusion code of cause not established (4315) there were three cases with a conclusion code of conclusion not yet available (11) the manufacturer internal reference number is: (B)(4)the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Nine samples were not returned. There were three cases with a method codes of device not returned (4114) and analysis of production records (3331), a results code of no findings available (3221) and conclusion code of cause not established (4315). There were six cases with a method code of type of investigation not yet determined (4118), a results code of results pending completion of investigation (3233) and conclusion code of conclusion not yet available (11). The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol). The reported patient age range from unknown to (B)(6) years. There was 1 female patient and 8 unknown gender.